Manufacturer narrative:
Ge healthcare's investigation into the reported event is ongoing. A f/u report will be submitted once the investigation is completed.

Event description:
It was reported that a pt undergoing an MRI exam of the lumbar spine sustained a burn to her left breast. The pt was positioned for the MRI exam, when it was noted that the pt's breasts were in direct contact with the superior portion of the magnet bore/enclosure during the MRI exam. The customer states that no padding was utilized to isolate pt contact with this area. Upon the pt's complaint of feeling warm or hot in the area near the left breast during the exam, a positioning pad was placed by the technologist to the affected area to isolate contact to the magnet bore/enclosure. The pt was given the pt alert ball at this time as well, and the exam was completed. Upon completion of the exam, the affected area was observed to be pink and warm, w/o blisters, as evaluated by a department nurse (rn). Initial medical treatment at this time consisted of an ice pack for the area of discomfort. During customer f/u, it was reported the pt's symptoms did progress to include a blister at the affected area, ranging in size between a us dime (1.8cm) and a us quarter (2.5cm). On (B)(6), the pt rec'd add'l medical eval, where it was confirmed, the pt had sustained with the area that the pt was reported to be contact with the magnet bore/enclosure. The pt is being treated with mepilex ag and santyl ointment to the area of concern.